Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin poor separation was observed after spinning was completed. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that poor separation was observed after spinning was completed."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for poor barrier separation. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin poor separation was observed after spinning was completed. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that poor separation was observed after spinning was completed."